Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) due to a leak in the right cylinder causing the device to no longer function. All components of the existing ipp were removed and a new ipp was implanted. There were no patient complications. The explanted components are expected for return. A supplemental report will be submitted upon receipt of additional information or completion of device analysis.